Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose (bg) level was 500 mg/dl. As a result, the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin as well as a manual injection of insulin was given to address bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2024. Customer performed a supply change to address the air bubbles in infusion set tubing issue and continued using the pump for insulin therapy.